Manufacturer narrative:
Pump/motor/gear train anomaly/stall due to shaft-bearing and pump/motor/gear train anomaly/corrosion and-or wear and-or lubrication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving bupivacaine 50 mg/ml; 33.359 mg/day and dilaudid 20 mg/ml; 13.344 mg/day via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2017. It was reported a motor stall was seen at initial interrogation. The motor stall was active. Stopped pump period may exceed tube set. Motor stall occurred (B)(6) 2017; motor stall recovery (B)(6) 2017; motor stall (B)(6) 2017; tube set (B)(6) 2017. The patient did not recently have magnetic resonance imaging. The patient had a computed tomography scan. The hcp usually gets 3-mls over at refills and this refill she was expecting 6ml and withdrew 12mls. The patient experienced a sudden change in therapy with symptoms of nausea, vomiting and skin crawling. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. The patient's relevant medical history was chronic pain and lumbar post-laminectomy syndrome. The cause of the motor stall and volume discrepancy was not determined. The hcp offered pump replacement as an intervention. However, the patient could not afford it and was covered with oral medication. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. The patient's relevant medical history was chronic pain and lumbar post-laminectomy syndrome. The cause of the motor stall and volume discrepancy was not determined. The patient was covered with oral medication. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-dec-22. It was reported that the patient¿s pump was supposed to have 21 more months but it quit. It was stated that since having the pump implant in 2012 the patient had problems with the pump. The patient was getting a lot more medicine than they should have and the pump had been ¿messed up.¿ it was stated that the patient was supposed to get 5 cc (expected volume) but was getting 10 cc (actual volume). The patient was supposed to have the pump replaced. It was reported that the motor stall occurred on 2017 (B)(6) and that the issues with the pump and volume discrepancy started 2012 (B)(6). Refer to manufacturer report # 3004209178-2016-04533 for other report of volume discrepancy. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a company representative. The patient was under the impression that his pump had failed prematurely. The patient was scheduled for a pump replacement on (B)(6)2018. The representative did not know if the pump was functioning or not. The patient canceled the pump replacement for (B)(6) 2018.